Event description:
Pt with a 6 y.o. Pacemaker had a routine check up and was found to have a pacemaker malfunction. Pt did complain of fatigue and dizziness. Pt was taken to or on 2-17-97 for pacer replacement. At that time the surgeon noted that the leadwire did not function at all due to a fracture, which was what caused the pacemaker to malfunction. The leadwire was capped and a new wire and pacemaker were implanted successfully.